Manufacturer narrative:
A medtronic representative (rep) went to the site to test the equipment. Testing revealed that the door would not open. The rep performed manual door adjustment. Once the door was adjusted the system was rebooted and the issue was resolved. Codes (B)(4) are applicable to this analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the gantry on the system would not open. A manufacturing representative (rep) walked them through the override button, but did not work. The rep also walked site through manual crank open, but they were not able to open the gantry. There was no patient present.